Event description:
During a wedge resection procedure, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device free and completed the procedure with another device. No pt injury reported.